Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead connector was separated at the pullback by the tunneling system. The lead remained implanted.